Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was not charging pump battery. Customer replaced cable to resolve the issue. Customer's blood glucose level was not impacted.